Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open, close, and eject. A field service engineer was informed by a customer that there was no failure. Remoted into the station to confirm and no failure was identified. Customer requested case closure. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.